Event description:
Patient reported, right side "breast pain, bruise on chest, bloody/yellow discharge from nipple, nipple red and inflamed, right side "collapsed", right side "bulging". And "not symmetrical". Patient additionally reported, right side "fatigue", which is not device-related. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "collapsed".